Event description:
It was reported drill bits were bending and breaking while attempting to drill. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00228 and 0001825034-2023-00230. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) ¿ drill. Two (2) 3.2mmx30mm rnglc+ acet drl bit, part # 31-323230 from lot 65783001, were returned and evaluated against the complaint. Visual inspection found 1 drill bit to be bent. The other bit has a fractured tip. Nicks and light scratching are present on the shafts. Sem2302-005: ductile overload dimples were found throughout the fracture surface. A possible bending hinge was also identified. The fracture artifacts suggest a possible bending overload failure mode. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined, however sem analysis suggest bending overload as the failure mode. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.